Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Based on the received pictures, without an internal function check, the complaint condition that the sleeves are very hard to insert cannot be confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, a patient underwent an open reduction internal fixation (orif) surgery for femoral diaphyseal fracture with an unknown expert antegrade femoral nail (afn) system. During dry check of the devices, two (2) protection sleeve was very hard to insert in the distal hole of an aiming arm (by ario medical). Upon insertion, the surgeon could finally passed the protection sleeve through an aiming arm by excessive force. However, it became impossible to remove the protection sleeve from an aiming arm. Moreover, the aiming arm and protection sleeve were still used on the patient without reassembling after the dry check. Furthermore, when the surgeon tried to insert an unknown calibration screw into the protection sleeve, the calibration screw did not reach the hole in the nail. Thus, precise adjustment of an aiming arm could not be done. In addition, during used of the device on the surgical field, the protection sleeve did not reach the cortical bone. The surgery was successfully completed within a 30-minutes delay. There was no adverse consequence to the patient and patient is stable. Concomitant device reported: aiming arm (part# 994.516, lot# unknown, quantity 1); unknown depth gauge (part# unknown, lot# unknown, quantity 1); unknown expert antegrade femoral nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) 12.0mm/8.0mm protection sleeve 188mm. This is report 1 of 2 for (B)(4).